Manufacturer narrative:
D9 date returned to manufacturer: 08-jan-2024. Additional information was received indicating that the device had a broken air-in-line sensor. One device was returned for analysis. Visual inspection showed scratches to lens and a worn dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test and air detector test were performed and the reported issue was duplicated. The air detector did not function as intended. It was determined that the cause was due to the air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown, event date was not provided. H3: device not returned. . A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 42224. It is unknown if there was patient involvement, no adverse patient effects were reported.